Manufacturer narrative:
Literature attachment: clinical outcomes of left atrial appendage occlusion in patients with previous intracranial or gastrointestinal bleeding: insights from the logic (left atrial appendage occlusion in patients with gastrointestinal or intracranial bleeding) international multicenter registry it was reported that 628 patients received a left atrial appendage closure device from (B)(6) 2010 to (B)(6)2021. Two hundred eight patients had the amplatzer amulet left atrial appendage occluder implanted. An event of intracranial or gastrointestinal bleeding was reported. Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities, gastrointestinal bleeding, intracranial bleeding, atrial fibrillation, hypertension, diabetes, stroke, transient ischemic attack (tia), chronic kidney disease (ckd), myocardial infarction, percutaneous coronary intervention (pci), cardiac surgery, peripheral vascular disease, chronic obstructive pulmonary disease (copd), congestive heart failure (chf). Some of the complications reported were transient ischemic attack (tia), stroke, major bleeding, minor bleeding, vascular complications, cardiac tamponade, urgent cardiac surgery, and acute kidney injury (aki). A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review, and no device or individual patient information was received for analysis.

Event description:
The article "clinical outcomes of left atrial appendage occlusion in patients with previous intracranial or gastrointestinal bleeding: insights from the logic (left atrial appendage occlusion in patients with gastrointestinal or intracranial bleeding) international multicenter registry" was reviewed. This article is a retrospective multicenter experience to evaluate the comparative outcomes for patients with history of gastrointestinal bleeding or intracranial bleeding following left atrial appendage occlusion for nonvalvular atrial fibrillation. Watchman and amplatzer amulet left atrial appendage occluder were associated with the study. The article concluded that there was no significant difference between patients with a history of gastrointestinal bleeding vs. Patients with intracranial bleeding in terms of all-cause mortality (1.1% vs. 2.2%; p = 0.235) and incident of cerebral ischemic events (stroke 1.6% vs. 2%; p = 0.710; tia 1.4% vs. 0.8%; p = 0.573). The primary author of this study is francesco gallo md, department of cardiology, ospedale dell'angelo, venezia, italy. The corresponding author is francesco gallo, md, department of cardiology, ospedale dell'angelo, via, paccagnella, 11, mestre, italy, and the corresponding email is galfra87@gmail.com. A total of 628 patients received a left atrial appendage closure device from (B)(6) 2010 to (B)(6) 2021. Of the total of 624 patients observed in this study, 73 patients had the amplatzer cardiac plug implanted, and 208 patients had the amplatzer amulet left atrial appendage occluder implanted. The average patient was 75 years old, and the majority of patients were male. Comorbidities included gastrointestinal bleeding, intracranial bleeding, atrial fibrillation, hypertension, diabetes, stroke, transient ischemic attack (tia), chronic kidney disease (ckd), myocardial infarction, percutaneous coronary intervention (pci), cardiac surgery, peripheral vascular disease, chronic obstructive pulmonary disease (copd), congestive heart failure (chf).